Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that the patient had high blood glucose level. Therefore, the patient went to emergency room on (B)(6) 2024 due to high blood glucose level (400 mg/dl). No further information was available.